Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, following the first placement of the left ventricular (lv) lead in the coronary vein, when the physician attempted to re position the lv lead, the competitor guide wire was stuck in the lead. The lv lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guide wire stuck in the lumen. The guide wire was kinked/buckled. There was blood on the guide wire. The analysis indicated that the lead was received with the guide wire stuck in the distal end of the tip seal. The analyst noted that the distal end of the guide wire was knotted with blood on the guide wire. If information is provided in the future, a supplemental report will be issued.